Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels and hospitalization. Customer advised they went to the emergency room three years ago due to high blood glucose levels. Customer is doing well and declined to follow up with the 24 hour helpline.